Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that the pump turned off during infusion. There was no patient impact. Although requested, there was no further information received regarding details of the event.

Manufacturer narrative:
This investigation has not confirmed the reported issue as no products were returned for evaluation, however the repair report provided stated that the reported failure (pump not powering up) was attributed to a ruptured fuse (f1) located on the motor control board and the module left inter-unit-interface (iui) , the replacement of which restored functionality.

Event description:
The reported feedback suggests that the pump turned off during infusion. There was no patient impact. Although requested, there was no further information received regarding details of the event.